Event description:
Customer reportedly obtained results of approx 250mg/dl and approx 70-80mg/dl on the advantage/voicemate system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.